Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that during total hip surgery, the greater trochanter was cracked. Due to the crack, the surgeon was unable to achieve stability of the srom femoral stem in the femur. The surgeon elected to remove srom components and cement a summit cemented stem instead. It was also indicated that there was loosening of the srom femoral stem at the bone to implant interface. Doe: (B)(6) 2018; right hip. No surgical delay.